Event description:
During the transfemoral tavr procedure, after removal of the sheath, it was discovered that the patient had a rcfa dissection with a perforation. The vascular injury was surgically repaired. Initially the rfa was preclosed with 2 proglides, and then the 16fr esheath was inserted. After successful valve deployment, as the sheath was being removed, blood leaked out of the middle portion of the sheath. Once out, the sheath was noted to have a seam tear approx. 3cm long, midway at the sheath. After further assessment it was discovered that the patient had a rcfa dissection with a perforation. The perforation was initially treated with 2 peripheral balloons to tamponade the site (cordis 8mm x 2cm and 6mm x 2cm). When additional repair was needed for the perforation, an atrium icast 7x38 covered stent was placed and all site bleeding stopped with the post-angiogram showing great distal flow. The patient received 2uprbcs during the operative course. The patient left the room intubated and in stable condition. In a post-procedure debrief with the physician, it is speculated that a proglide failure could have been a contributing factor to the vascular injury. The patient¿s minimum luminal diameter (mld) was 6.4mm with mild calcification and mild tortuosity.

Manufacturer narrative:
Additional information: the esheath was returned to edwards lifesciences for evaluation. Visual inspection noted a liner tear approximately 7 inches in length from the distal end and scratching along the sheath shaft. No other abnormalities were observed. Dimensional analysis demonstrated that the esheath liner thickness met specifications. No functional testing could be performed due to the esheath being fully expanded with a torn liner torn. The liner tear was confirmed; however, no manufacturing non-conformances were identified. Scratching on sheath shaft was indicative of calcium buildup in the vessels. Calcification can damage the exposed portion of the sheath liner. Such damage could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system, especially in a region where the anatomy is tortuous. Non-axial alignment during retrieval is a procedural factor that could also potentially contribute to this issue. Evaluation of the device did not find any abnormalities on the esheath that could have contributed to the reported patient injuries. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s access vessel mld was 6.4mm, with mild calcification and mild tortuosity. In this case, it was speculated by the physician that a proglide failure could have been a contributing factor to the vascular injury. Although the exact cause could not be confirmed, patient (tortuosity and calcification) or procedural factors may have contributed to the event.

Manufacturer narrative:
Per the report received: in a post-procedure debrief with the physician, it was speculated that a proglide failure could have been a contributing factor to the vascular injury. (B)(4). Investigations of this event is ongoing.